Event description:
It was reported that during an unk procedure, an error code l4-027 was received. It was unk how the case was completed. There were no adverse consequences to the pt. One device will be returned.

Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint, and found this was due to the connector j1 on the uniboard. The site also found the lcd touch screen would not function, due to the uniboard. To correct the customer complaint, the analysis site replaced the uniboard. Due to fluid ingression, the following components were heavily corroded and rusted and were replaced: baseplate, vacuum pump, four pump mount screws, four fender washers, four flat washers, four pump isolation mounts, the bezel, the capacitor, and the tubing assembly. Per the service manual service test were performed with no functional faults found. As part of the standard service process, replaced the muffler and applied dow corning lubricant to the dc motors. The device history record has been reviewed and has passed qa inspection complaint info is trended on a regular basis to determine if further investigation is warranted.